Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited a high out of range shock impedance measurement greater than 200 ohms on this right ventricular (rv) lead. Boston scientific technical services (ts) indicated this is a single, sudden high out of range measurement and the rv shock impedance had been in the 40 ohms to 60 ohms range previously. Ts noted the crt-d device has never delivered a shock and there is no noise observed on the shock electrogram in stored episodes or presenting electrograms, ts provided guidance that this warrants further testing, indicated to check all shock vectors and to consider performing a maximum energy commanded shock test if they are going to continue to monitor the issue. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).